Event description:
It was reported that the patient presented in-clinic. The device was interrogated and high impedance was noted. The physician stated there was noise on the lead. High capture threshold and decreased sensing were found. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead was returned. A combination of internal and external insulation abrasions were found at 7.4cm - 9.5cm and 7.9cm - 11.5cm from the distal tip, consistent with friction to another device. An internal insulation abrasion was noted at 12.5cm - 14.1cm and 27.7cm - 29.3cm from the distal tip. All of the conductor's etfe coatings were intact at these locations.